Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
It was reported that the device was overtorqued. Additional information had been requested and on (B)(6) 2013, the following was provided: the device problem was discovered when the device was going to be sued before surgery. The handpiece was damaged at some point before this surgery. The problem was discovered on (B)(6) 2013. No further information was provided.